Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of supraventricular tachycardia (svt) were not adequately recognized by the device. Technical support was contacted and recommended reprogramming to more accurately discriminate for svt. The patient was stable and there were no adverse consequences.